Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5145610 received through the FDA medwatch program stating "spontaneous. Patient's husband reported the pump is spitting out the syringe. (B)(6), hhrn also on the line doing a manual push over 45 minutes. Per pump sheet, infusion time should be 40 minutes. (B)(6) thinks this is because spring is not working properly. Rph authorized a reship. No missed doses or adverse events reported. Pump available for return. No further information. Strength: 4gm/20ml & 2gm/10ml (cuvitru). Reported to cvs/caremark by: patient/caregiver." A good faith effort was sent to the initial reporter on 27-sep-2023 for additional information. A response was received providing patient information and the serial number of the pump involved. The pump listed in this report was received by koru on 04-oct-2023. Evaluation findings included: pump winding, negator low and syringe locator damaged/broken. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.